Event description:
Customer reported device=185.222.162 mg/dl. Customer went to the hosp. Thirty minutes later, hosp device = 126 mg/dl. Treatment was received, however the type was not provided. No controls used. A request was made for return product and replacement product was sent.